Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right atrial lead was undersensing the p waves. The lead was removed and replaced with a bi polar lead. It was further reported that when the right ventricular (rv) lead was connected to the implantable pulse generator (ipg), the pocket impedance was >9999 ohms and a grommet/setscrew problem is reported. The physician removed the lead from the device and tried to reconnect again. Impedance continued to measure out of range and was attempted two more times. The ipg was removed and replaced and the new device was impedance measurements within the normal range. No patient complications have been reported as a result of this event.